Event description:
Equashield female luer lock connector. Ref fc-1 challeges. Compounded hazardous ivpb (intravenous piggyback) product. The IV room added the tubing with closed system equashield female device. The product was sent to the floor for the nurse to administer with the male equashield connecting device. The nurse was unable to connect the male and the female equashield devices. Pharmacist and IV technicians with experience tried and tried other male devices, and the male devices would not go on. Ended up compounding alternative product with new female device and male device was able to attach.